Manufacturer narrative:
The broken instrument was returned for evaluation. We confirmed that the ceramic beak is broken off; the broken piece was not returned by the facility. The instrument had been in use for 4 years. Damage is most likely due to excessive force and/or handling of the device.

Event description:
Allegedly, during a bladder tumor resection procedure, the doctor notice a piece of the ceramic tip of the sheath coming out of the bladder during irrigation . The piece was retrieved with no harm caused to the patient and case was completed.